Event description:
Customer reported receiving imprecise adc meter readings of 22.9 mmol/l and 2.9 mmol/l obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone, showing the difference between the values is considered clinically significant. There was no report of the death, serious injury or mistreatment associated with this report.

Manufacturer narrative:
(B) (4). The customer's meter and reported test strip lot was returned, investigated and the complaint was not confirmed. All testing results were within range specification for the device and no errors were observed during control solution testing. The reported readings were found in the meter's memory log.